Event description:
Caller reported a recurring cgm error 42, which had occurred three or more times on the pump, although the pump had not been reset for this error in the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming the shipping address and instructing the caller to put the device into storage mode and return it with a pre-paid label within 10 days. The customer will use mdi as a backup therapy to ensure insulin delivery is not interrupted.